Event description:
It was reported that during a cholecystectomy procedure, the clip ejected after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.